Event description:
It was reported that the ventricular lead was not capturing. With gentle traction, the lead came out without any effort. It was noted that there were no tines on the tip. The lead was replaced.

Manufacturer narrative:
Final analysis found the lead as returned to be missing all tines. This damage was most likely induced by an introducer or another device and over time caused the tines to break off. The missing tines were most likely the reason for the reported loss of capture.